Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance; lead fracture was suspected. The lead was capped and replaced. At pre-discharge the device and leads was functioning normally.